Manufacturer narrative:
Information contained in this report was previously submitted through asr on 23/jan/2013, 17/aug/2013, and 22/jul/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, and one liner opening. A leak test was performed which identified openings. A microscopic analysis was performed which identified: total delamination of valve due to adhesive failure, nicks assessed as non-penetrating nick, and four openings striated assessed as surgical damage. Based on the device analysis the final assessment is: - total delamination of valve due to adhesive failure. - four openings striated assessed as surgical damage. The events of: pain, infection, discharge, and migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Pain ¿ pain of varying intensity and length of time may occur and persist following breast implant surgery. In addition, improper size, placement, surgical technique, or capsular contracture may result in pain. Patients should be advised to contact their surgeon if there is significant pain or if pain persists. Infection ¿ in rare instances, acute infection may occur in a breast with implants. The signs of acute infection include erythema, tenderness, fluid accumulation, pain, and fever. Very rarely, toxic shock syndrome, a potentially life-threatening condition, has been reported in women after breast implant surgery. It is characterized by symptoms that occur suddenly and include high fever (102°f, 38.8°c or higher), vomiting, diarrhea, a sunburn-like rash, red eyes, dizziness, lightheadedness, muscle aches, and drops in blood pressure, which may cause fainting. Patients should be advised to contact a physician immediately for diagnosis and treatment for any of these symptoms. Unsatisfactory results ¿ patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, and implant palpability/visibility may occur. Careful surgical planning and technique can minimize, but not preclude, the risk of such results. Pre-existing asymmetry may not be entirely correctable. Revision surgery may be indicated to maintain patient satisfaction but carries additional considerations and risks.

Event description:
Patient reported left side, "mastitis infection", pain, nipple discharge, and device completely pushed out of pocket underneath muscle". Device has been explanted.